Event description:
It was reported that during a laparoscopic gastric bypass procedure, all seven trocars had excessive leakage throughout the procedure. A second insufflation machine had to be brought into the room and the pressure level was sent higher than normal. The procedure was prolonged for 15 minutes. The same trocars were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because fading display was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) system had an infection. The device was explanted. No adverse patient effects have been reported.